Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included vaginal discharge, pap smear abnormal, back disorder and cholecystectomy. Trailing coils: left: 4 right: 5. Concurrent conditions included body mass index normal, hair loss, vaginitis, hypermenorrhea, dysfunctional uterine bleeding, autoimmune disorder, gallstones, left lower quadrant pain, menstrual cramps and dizziness. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain/pelvic"), anxiety ("anxiety/mental anguish"), depression ("depression/ psych injury") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with cefalexin monohydrate (keflex), dihydroergocristine;lomifylline (antivert), paracetamol (acetaminophen), loratadine, pseudoephedrine sulfate (claritin-d allergy), surgery (essure removal: bilateral microtubal implantation in the cornual aspect of the uterus) and underwent treatment for this issue caused by the essur device. Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menstrual disorder, dyspareunia, fatigue, anxiety, depression, vaginal discharge, weight increased and abdominal pain was resolving, the menorrhagia, pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Doctor informed her that she could remove the essure implants- (B)(6) 2017. Removal of implants information: findings: at the end of the procedure, the patient had approximately 7-8 cm of tube bilaterally that readily spilled methylene blue dye without any leakage. The patient will need a c-section at 38 weeks to prevent any possible rupture of the uterus due to the bilateral implantations. Trailing coils: left 4 coils right 5 coils surgical history: cholyeystectomy, hysteroscopy procedures: d and c, laparotomy, microtubal reconstruction, chromotubation and indicated procedures patient received treatment for events- vaginal bleeding, menorrhagia, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: patent bilateral fallopian tubes. Lot number:727087 manufacturing date: 2010/03 expiration date:2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc on 13-jul-2020: mr received- no new clinical information. On 13-aug-2020: mr received- no new clinical information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included vaginal discharge, pap smear abnormal, back disorder and cholecystectomy. Trailing coils: left: 4 right: 5. Concurrent conditions included body mass index normal, hair loss, vaginitis, hypermenorrhea, dysfunctional uterine bleeding, autoimmune disorder, gallstones, left lower quadrant pain, menstrual cramps and dizziness. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain/pelvic"), anxiety ("anxiety/mental anguish"), depression ("depression/ psych injury") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with cefalexin monohydrate (keflex), dihydroergocristine;lomifylline (antivert), paracetamol (acetaminophen), loratadine, pseudoephedrine sulfate (claritin-d allergy), surgery (essure removal: bilateral microtubal implantation in the cornual aspect of the uterus) and underwent treatment for this issue caused by the essur device. Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menstrual disorder, dyspareunia, fatigue, anxiety, depression, vaginal discharge, weight increased and abdominal pain was resolving, the menorrhagia, pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Doctor informed her that she could remove the essure implants- (B)(6) 2017. Removal of implants information: findings: at the end of the procedure, the patient had approximately 7-8 cm of tube bilaterally that readily spilled methylene blue dye without any leakage. The patient will need a c-section at 38 weeks to prevent any possible rupture of the uterus due to the bilateral implantations. Trailing coils: left 4 coils right 5 coils surgical history: cholyeystectomy, hysteroscopy procedures: d and c, laparotomy, microtubal reconstruction, chromotubation and indicated procedures patient received treatment for events- vaginal bleeding, menorrhagia, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: patent bilateral fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jul-2020: plaintiff fact sheet received. Event outcome of all the events were updated to "recovering/resolving" except events "menorrhagia, pelvic pain, genital hemorrhage, bacterial vaginosis and vulvovaginal candidiasis". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included vaginal discharge, pap smear abnormal, back disorder and cholecystectomy. Trailing coils: left: 4 right: 5. Concurrent conditions included body mass index normal, hair loss, vaginitis, hypermenorrhea, dysfunctional uterine bleeding, autoimmune disorder, gallstones, left lower quadrant pain and menstrual cramps. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain/pelvic"), anxiety ("anxiety/mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal area pain"), genital haemorrhage ("gen. Abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with paracetamol (acetaminophen), surgery (essure removal: bilateral microtubal implantation in the cornual aspect of the uterus) and underwent treatment for this issue caused by the essure device. Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage, menstrual disorder, dyspareunia, fatigue, anxiety, depression, vaginal discharge, weight increased, abdominal pain and post procedural complication outcome was unknown and the menorrhagia, pelvic pain, genital haemorrhage, bacterial vaginosis and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Doctor informed her that she could remove the essure implants- (B)(6) 2017. Removal of implants information: findings: at the end of the procedure, the patient had approximately 7-8 cm of tube bilaterally that readily spilled methylene blue dye without any leakage. The patient will need a c-section at 38 weeks to prevent any possible rupture of the uterus due to the bilateral implantations. Trailing coils: left 4 coils right 5 coils surgical history: cholecystectomy, hysteroscopy procedures: d and c, laparotomy, microtubal reconstruction, chromotubation and indicated procedures. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2019: patent bilateral fallopian tubes. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: vaginal discharge, fatigue, abdominal pain, depression concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: event gen. Abnormal bleeding , post removal complication ,bacterial vaginosis were added. Event outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 727087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included vaginal discharge and pap smear abnormal. Trailing coils: left: 4 right: 5. Concurrent conditions included body mass index normal, hair loss, vaginitis, hypermenorrhea, dysfunctional uterine bleeding, autoimmune disorder, gallstones, left lower quadrant pain and menstrual cramps. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pain/pelvic "), anxiety ("anxiety/mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and abdominal pain ("abdominal area pain"). The patient was treated with paracetamol (acetaminophen), surgery (essure removal) and underwent treatment for this issue caused by the essur device. Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, menstrual disorder, menorrhagia, dyspareunia, fatigue, pelvic pain, anxiety, depression, vaginal discharge, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Doctor informed her that she could remove the essure implants (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram on (B)(6) 2019: patent bilateral fallopian tubes. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Essure explant date and surgery added. Eumir tab- location of device updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.